Manufacturer narrative:
D4: the serial number of the mpu was requested but not provided, therefore the serial number is unknown. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file. A review of the submitted log file showed 256 events spanning approximately 7 days ((B)(6) 2019 per time stamp). On (B)(6) 2019 at 21:20, 21:21, and 21:23, the no external power alarm activated while connected to the mpu due to both white and black bus voltages diminishing to ~1v. The backup battery was able to supply power to the controller until power was restored a few seconds later each time. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. It is unknown if the patient had a v-lock connector or if the cord came loose from the wall. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the mpu was not provided therefore UDI is not available. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that manufacturer's technical service representative reviewed the log file and observed a no external power alarm on (B)(6) 2019. This was caused by power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. Additional information was requested but not provided.